Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter has been returned for the evaluation. On the visual evaluation, the device appeared to have the blood residues and no other specific anomalies were noted. During the functional evaluation of the device, the guide wire lumen was flushed, and an in-house guide wire has been inserted through the distal tip and exited out the guide wire without any issue. On further the balloon was inflated using an in-house presto inflation device, during the inflation water leaked form the balloon at the proximal end. Under microscopic evaluation of the balloon, a pinhole rupture was noted. Therefore, the investigation for the reported material rupture has been confirmed as the water starts to leak from the pinhole ruptured region of the balloon during the inflation. A definitive root cause for the material rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2022), h11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 28 atm. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.